Manufacturer narrative:
Note: this regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00020 ¿ 1 with "follow-up" marked in section g7. Per request, it is being resubmitted as an initial report. A review of the DHR was performed for the subject device. The review revealed there were no anomalies or non-conformances generated during the manufacture of these devices that would contribute to this complaint condition. The device passed inspection and was approved for use. A review of the endoskeleton tl surgical technique guide was performed. The technique warns of trying to pivot or adjust the position of the implant with the implant inserter within the disc space because it may damage the instrument. Multiple inserters are provided within the tl instrument set to ensure the surgeon will have an inserter to place an implant in the event of malfunction. The event reports that the incident occurred during a lateral fusion at disc level l4/5. L4/5 is considered an extreme disc level for lateral access and hence should utilize the angled instrument set. The angled driver is intended for use in the situation in which the inserter failed. The product was returned; it was found that the tab was broken off and the inner shaft was bent resulting in interference with rotation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attending physician had an incident with an endoskeleton tl threaded inserter as one of the tabs that's used to stabilize the trial seemed to have signs of being worn and broke off when removing the trial from the inserter after the case was finished. The malfunction was discovered after the case when the trial was being removed from the inserter. The planned xlif 4-5 procedure was able to be completed and there were no adverse effects to the patient.